Manufacturer narrative:
Additional information: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused norepinephrine during patient therapy. The pump alarmed stating that the 250 ml bag had infused but there was only approximately 100 ml missing from the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.